Event description:
Medtronic received information that this bioprosthetic valve, implanted 2 years, was explanted due to regurgitation, secondary to pannus.

Manufacturer narrative:
Evaluation results: other = device history review found the product met specifications when released for distribution. Conclusions: cause of event attributed to patient condition. Analysis: upon receipt of medtronic's quality laboratory, the left and right cusps were slightly stiff, but flexible except where host tissue overgrowth was present on the outflow. The non-coronary cusp was stiff and immobile due to adherence of host tissue overgrowth on the leaflet extending to the outflow rail. Pannus overgrowth covered the lunula and free margin of the non-coronary cusp on the inflow forcing the leaflet to bend with pannus extending to the outflow rail showing evidence of leaflet immobility. Pannus extended outwards onto the right non-coronary and non-coronary left commissures suggesting a resistance in leaflet movement. Pannus on the outflow rail of the left and right cusps extended onto the left right commissural attachment slightly restricting leaflet movement. Radiography showed no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.